Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 5.5cm abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. Approximately seven days post evar repair it was reported that the patient ruptured and the patient expired. The cause of the rupture is unknown; however, the rupture was above the stent graft. The cause of death was due to the rupture.